Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed that the shock button had measured an usually high resistance, which could lead to the reported issue.

Manufacturer narrative:
The supplemental medwatch report indicates: physio-control further evaluated the removed main keypad assembly and observed that the shock button had measured an usually high resistance, which could lead to the reported issue. The supplemental medwatch report should indicate: physio-control further evaluated the removed main keypad assembly and observed that the shock button had measured an unusually high resistance, which could lead to the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device had its service indicator illuminated and had logged a potentially critical event code which could effect the defibrillation energy delivery functionality of the device. There was no report of any patient use associated with the reported issue.